Event description:
It was reported that the physician had a problem with the anchor moving and breaking. No patient injury or harm was reported nor where there any actions required as a result of the event. If additional is obtained, a follow up report will be sent.

Manufacturer narrative:
Lead model 3550-39 lot# 0204233623 implanted: 2010 (B)(6) explanted: 2011 (B)(6); lead model 3550-39 lot# 0204398330 implanted: unk explanted: unk. The device is included in the medical device safety alert, for the model 3550-39 titan anchor due to the potential for lead migration as a result of insert separation within the anchor, physician communication (october, 2009).